Manufacturer narrative:
Doi: 10.2106/jbjs.g.01157 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. D4: product identifiers are unknown. G4: 510(k)# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding recombinant human bonemorphogenetic protein-2 on an absorbable collagen sponge with an osteoconductive bulking agent in posterolateral arthrodesis with instrumentation. The following medtronic devices were used: mastergraft resorbable ceramic granules, infuse bone graft cotrel-dubousset horizon spinal system among patients' adverse events/device performance issues included: incidental durotomy ¿ one patient sustained an incidental durotomy intraoperatively, which was repaired. Surgical site infection ¿ one patient developed a wound infection at the surgical site, which resolved after antibiotic treatment. Revision surgery for bilateral malpositioned pedicle screws ¿ a revision procedure was performed one day after the initial surgery due to bilateral malpositioned pedicle screws. Hardware removal ¿ hardware was removed from one patient at six months.